Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 100-400 mg/dl. Customer declined to further troubleshoot. Customer reverted to manual injections for insulin therapy.